Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h3, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10. The 14fr esheath+ was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the following: liner expanded as designed approximately 2" from the distal strain relief. Remainder of the liner is unexpanded, and the tip is unopened. Valve is present in the sheath hub. Functional testing was conducted in which the associated delivery system was advanced through the sheath. The liner expanded and tip opened as designed. Imagery of the patient's anatomy was provided for review and the following was observed: the patient's right access vessels are undersized. The patient's right iliac vessels are tortuous. The alleged resistance was around the femoral head; both undersized vessels and tortuosity are present in this region. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per a technical summary written by edwards lifesciences for resistance with the delivery system advancing through the sheath, the IFU and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The resistance experienced when advancing the delivery system through the sheath was able to be confirmed based on evaluation of the returned complaint unit. A steep insertion angle was not reported nor calcification notable in the review of the imagery provided. Available information therefore suggests patient factors (tortuosity, undersized vessels) and procedural factors (device manipulation) likely contributed to the event as the imagery review confirmed the presence of tortuosity and undersized vessels around the femoral head. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Device manipulation could have occurred in attempts to overcome the difficult pathway. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A prior product risk assessment and corrective action preventative action were captured within the technical summary. No further escalation is needed at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Investigation results suggest procedural factors (device manipulation of the sheath and delivery system due to resistance between devices, additional surgery to patch femoral artery due to perclose failure) and patient factors (spiral dissection of the iliac) may have caused or contributed to the stroke. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was to be implanted in the aortic position via transfemoral approach using a 14fr esheath+. During insertion of the first valve and commander delivery system into the esheath+, the valve became lodged in the expandable portion of the sheath near the femoral head. The delivery system and valve never exited the tip of the sheath. The whole system was removed. A second 14fr esheath+ was inserted into the patient and a second commander delivery system and 26mm sapien 3 ultra resilia valve were inserted. The loader was filled with viper slide, but the valve became lodged in the expandable portion of the sheath near the femoral head again. The delivery system and valve never exited the tip of the sheath. The patient was converted to carotid access. A third 26mm sapien 3 ultra resilia valve was successfully deployed via the carotid access. Post valve deployment, when the physician attempted to close the femoral access, the perclose used to pre-close the common femoral artery access failed. The CT surgeon performed a cutdown to patch the artery. A spiral dissection of the iliac was noted by angiography after the access site had been patched. It was decided not to intervene on the iliac and closely monitor the patient. The patient had a "great" distal pulse per the physician. On post operative day 1, the patient showed signs of having a stroke. Patient had aphasia and was confused for several hours, but symptoms resolved without any intervention.